Event description:
This lead was explanted due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead, damages at the lead tip and a deformed and kinked fixation helix were noted. These damages require the presence of mechanical stress. It is reasonable, that mechanical forces applied during the explantation procedure contributed to this observation. Further analysis of the lead revealed a deformation of the lead body approximately 15.3 cm distal to the is-1 connector pin. It is reasonable to assume that these damages resulted from a tight suture. Near this position, cuts in the insulation were detected. Further analysis of the lead did not reveal any irregularity that may have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.